Event description:
Event description guidant received information that this pacing system had no capture in the in the atrium or ventricles. An x-ray then determined that the left and right ventricular leads had dislodged one day following the implant procedure. Guidant received oadditional information that the right ventricular lead perforated the patient's septal heart wall and that the patient expired.